Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that both the upper and lower cases were broken, as was the battery drawer, one bail cover and the ring cover, and that the high rate cover was missing, all three control knobs were cracked, one bail cover, the ring and one bail were missing and the light-emitting diode was missing segments. (B)(4).